Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.